Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, h. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump was weak. Replaced mixing pump. Device passed applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcor cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.